Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device could not establish telemetry or magnet mode. Follow up information indicated that a towel was used and then telemetry with the device was able to be established. The device is still in use. No patient complications have been reported as a result of this event.